Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. PMA/510(k) # similar to device with 510(k) p140016. Device manufacture date unknown as lot# is unknown. Summary of investigational findings: as there was no imaging and lot number provided for this complaint, it was not possible to comment on this event. According to the IFU this event is listed as a potential adverse event. Based on the provided information, there is no evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. (B)(4).

Event description:
Description of event according to study: this (B)(6)-year old male patient had an unknown type endoleak on the completion angio; the endoleak was gone 3 days later. On (B)(6) 2015, a proximal component (zta-p-32-109; lot # unknown) was implanted without difficulty. No other devices or procedures were needed. On the completion angiogram, an unknown type of endoleak was noted and was left uncorrected. Follow-up CT's: (B)(6)2015 (3 days pp). No technical observations/imaging abnormalities observed, including endoleak, migration, kink, stent fracture, barb separation, and component separation. Patient outcome: unknown.